Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results, for five patients, involving the access® 2 immunoassay system. This report is one of two referencing the patients on the event date noted. The customer stated the results were released out of the laboratory and was uncertain if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated all troponin samples are reanalyzed in duplicate when results do not correlate for multiple patient samples, per laboratory protocol. The customer then reanalyzed the samples, in duplicate and on the same instrument, and obtained varied results. The customer noted issues with quality control (qc) level 1 and system check failed the unwashed portion at the time of the event. The patients' samples were collected in 5 or 7 ml lithium heparin tubes and centrifuged at 3,900 rpm (rotations per minute) for five minutes. The original and retest samples were analyzed in primary tubes. Beckman coulter customer technical support (cts) assisted the customer in disassembling, cleaning and reassembling the wash valve. The customer primed the instrument four times and repeated system check, but it continued to fail the unwashed portion. Beckman coulter cts advised the customer to reanalyze all patient samples back to the last acceptable system check. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the pipettor probe tip, verified ultrasonics, tightened the z belt for the pipettor gantry, replaced the precision pump valve seal and rotor shaft and rebuilt the precision pump assembly. The fse performed three successful level sense tests and an unwashed portion of the system check, which failed. The fse noted the pipettor not completing the downward motion before reaching the fluid and did not generate a level sense error and replaced the pipettor gantry assembly. The fse performed a successful quality control (qc), system check, and precision test. Results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pipettor gantry which was not allowing samples or fluids to be properly sensed. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00254.